Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was informed to continue using the pump and to contact support if the issue reoccurred within 24 hours. The caller understood the instructions, planned to load the cart, and resume insulin and cgm independently.